Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that there is no evidence the hub was bonded to the hub/strain relief. Microscopic and tactile inspection revealed numerous kinks in the shaft of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that a catheter separation occurred. A 6f expo guide catheter was used for a treatment of coronary artery disease (cad). During the procedure, it was noted that the catheter hold and catheter were separated. The guide catheter was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a catheter separation occurred. A 6f expo guide catheter was used for a treatment of coronary artery disease (cad). During the procedure, it was noted that the catheter hold and catheter were separated. The guide catheter was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).